Manufacturer narrative:
No patient involvement. A medtronic field service engineer visited the site and evaluated the system: on (B)(6) 2016 log files showed multiple instances of reboots in the a.m. Right after system was powered up. No errors, warnings or discrepancies noted in logs. Could not duplicate reported symptom. Vacuumed large amount off lint from air intakes on mvs computer and ups. Verified all connections on mvs were seated. Reloaded 3.1.6 software on system. System checkout performed.

Event description:
A medtronic representative reported report the o-arm mvs (mobile viewing station) shut down. Customer claimed that mvs rebooted itself multiple times on (B)(6) 2016. No patient involvement reported.